Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-1588tnt acl tightrope with fibertag, abs was reported to have one of the tensionable strands of the abs was shortened so much it was unable to be tensioned. This occurred on (B)(6) 2025 during a quad tendon procedure. The case was completed successfully using an open abs ar-1588tn-21. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure appears to be user error, specifically related to improper surgical technique. It is possible that the strand was pulled or tensioned before the system was properly set up, which may have caused it to lock prematurely or become unintentionally shortened.